Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for complaint device lot number 6746388. Manufacturing location: (B)(4). Date of manufacture: dec 29, 2011. Expiration the review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reported the following event: it was reported that during a lumbar spinal fusion surgery on (B)(6) 2016, the scrub nurse was unable to load a matrix pedicle screw onto the matrix screwdriver and holding sleeve. It was noticed that the tip of the threaded portion of the holding sleeve was damaged, which prevented the male threads of the holding sleeve to engage the female threads of the pedicle screw. The surgery was completed with a same/like instrument with no surgical delay and no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. It was reported that a matrix holding sleeve (03.632.036 lot 6746388) was unable to interact with a pedicle screw due to a damaged threaded tip. The procedure was able to be completed successfully, without surgical delay or patient harm, with the use of an alternative instrument. The returned matrix holding sleeve (03.632.036) was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth is not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.